Event description:
It was reported that during peritoneal dialysis (pd) therapy, a home patient (hp) made a use error of reusing single use product (cassette). The hp contacted baxter technical service to request assistance with an alarm (check supply line) which was occurring on the homechoice device during pd therapy. The hp had disconnected the bags and swapped them. The technical service representative (tsr) assisted the hp to end therapy and the hp will complete therapy with manual exchange. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional information become available, a follow-up will be submitted.